Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported flashing red alarm in room and not on monitor outside room. The device was in use at time of event, there was no adverse event reported.

Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix. The nursing staff indicated to the site biomed that it was observed that the bedside monitor was generating a red alarm, but the red alarm did not get generated at the pic. The device was in clinical use at the time. There was no reported adverse event to the patient or user. The philips remote service engineer (rse) remoted into the pic ix audit log. The rse confirmed that only yellow alarms were showing on the audit log. The rse requested that the site biomed go to the bedside monitor to determine what red alarm was generated and observed by the nursing staff. The site biomed was instructed to go to the alarm review on the bedside monitor to confirm the alarms that were generated. Based on the information available and the testing conducted we were unable to replicate the reported problem. The biomed confirmed that only yellow alarms had been generated at the bedside. These were the same alarms that were observed at the pic. The customer was satisfied that the alarms on the bedside and pic matched. There was no monitoring issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.